Event description:
It was reported that iab was inserted pre-op. The fos zeroed properly but after insertion the fiber optic did not function. Catheter was manipulated but an fos waveform could not be otained. Iab was exchanged. Second catheter functioned properly. No associated pt complications.